Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the svc center, the quality tech reported that the center keypad was worn. Since the event occurred during routine testing, there was no pt involvement during this event.